Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 9f sheath hole prior to an endoprosthesis interventional procedure. Reportedly, the device didn't have the suture when moving the embolus [suture retrieval issue]. This occurred with three proglide devices in a row. The sutures of two new devices were successfully pre-placed. The endoprosthesis procedure was completed using the 9f sheath. Hemostasis was achieved with the pre-placed sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose proglide devices referenced in b5 are filed under separate medwatch report numbers.